Event description:
Laser tip embedded into pt's esophagus and broke off during photo dynamic therapy. Pt returned 2 days later for second pdt and tip was found to be in pt's stomach. Pt should be able to pass without incident. There was no injury to the pt.